Manufacturer narrative:
Product complaint # (B)(4). Batch # r5971f. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with 9 double drivers missing and 3 single drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information requested and received: can you please provide more event details? Was the staple retaining cap not seated in place properly when using the cartridge reload? Or, was there difficulty with the installation of the cartridge reload? Or, was there difficulty with the removal of the cartridge reload from the jaws of the device? If there was another issue, please explain. I don't really know, but the doctor said so. I usually worked hard at product odp, and continued to talk about the importance of cartridge caps.

Event description:
It was reported that there was a gap in cartridge where the knife passed, even though there was a protective cap, there was no patient consequence reported.